Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen1131 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC disconnect into patient body. Rn told leakage from PICC line, they sent patient to ir, ir found the PICC line into patient body, they remove it and replace new one. Please describe what type of injury on patient? Replace another PICC. What type of fluid being leaked? Normal saline. Was there any exposure of fluid being leaked to patient and healthcare professional? The normal saline leaked on patient skin. Any medical intervention required? No.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached catheter is confirmed and was determined to be supplier related. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. The connector pieces were returned assembled, but the catheter was not attached to the connector. The connector was disassembled and, once the distal connector piece was dissected, the internal compression sleeve was found to be under specification. The investigation was forwarded to the end-item manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that PICC disconnect into patient body. Rn told leakage from PICC line, they sent patient to ir, ir found the PICC line into patient body, they remove it and replace new one. Please describe what type of injury on patient? Replace another PICC. What type of fluid being leaked? Normal saline was there any exposure of fluid being leaked to patient and healthcare professional? The normal saline leaked on patient skin. Any medical intervention required? No.